Event description:
It was reported that a minicap extend life pd transfer set had a cracked component. This component was the light blue part of the twist clamp, below the female connector. This was noticed by the patient during setup for therapy. The patient did not start therapy after noticing this. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation, the set was returned without the cap on the dark blue connector. Visual inspection confirmed the cracked main-body. Leak testing, clear passage test and clamp function test were performed with no issues noted. The cause of the reported condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.